Event description:
The tubing was plugged into the saline bag effectively; shortly after water was noticed on the floor. Upon inspection fluid was running into battery port and somehow saline was infusing into that port and through batteries.